Event description:
Customer alleged she had to seek medical attention because her concentrator is not giving her oxygen whether it is plugged in or running on battery. Caregiver allegedly smelled a burning smell from the machine. Minor injury alleged.